Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 08/15/2016 with the following findings: during investigation, the pump was powered on to a blank display. The auditory and vibratory features were functioning properly. The pump¿s cover was removed, no intermittent condition was found to the printed circuit board. A failure with the pump¿s read-only memory was determined to be the cause of the blank display.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.